Event description:
The healthcare professional (hcp) via the representative reported the patient had "out of range" impedances. The patient was not programmed on anything out of range. The hcp was seeing longevity in months as "109.5*." It was unknown what the asterisk meant. It was noted the patient left on the day of the call ((B)(6) 2016) with programming changes. There were no medical symptoms reported. Later the same day, the representative reported they had seen the asterisk appear and then the words for a new neurostimulator. It was discussed that may have occurred if there was a power on reset (por). The caller had not mentioned a por. The caller thought the "out of range" impedances were high and was unsure what was listed for the percentage remaining. It was unknown if it was an actual percentage or if it was an "ok" or elective replacement indicator (eri), etc. The patient was not able to feel the stimulation when she had left the clinic earlier. A week later, the representative reported the patient was only able to feel stimulation on one program after the programming changes. The issue of the high impedance was not resolved but the patient was placed on a program where she felt stimulation. The cause of the impedances being out of range remains unknown. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.